Event description:
It was reported the device was used during a laparoscopic appendectomy procedure. It was reported there was staple line bleeding after firing the atb35 with a white reload. The surgeon controlled the bleeding with electrocautery and completed the procedure. There was no consequence to the pt.